Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during implant the helix of the right atrial (ra) lead would not retract fully. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.